Manufacturer narrative:
The supplemental report was submitted with the wrong aware date. The correct aware date is 01-apr-2019. Clarification to the supplemental notes have also been added in this report.

Event description:
It was stated that the customer's blood glucose levels dropped to 40 mg/dl. Prior to the event, the customer had a low carbohydrate dinner, and his blood glucose was 180 mg/dl. The customer corrected, but the blood glucose levels would not go down. It was stated that the customer continued to give insulin, and dosed too many times. The customer's blood glucose levels started to go down at bedtime.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer had dinner before the low blood glucose and customer did not treat low blood glucose with glucose but only with glucagon since customer was fasting and the harm code was updated with seizure.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was dropped to 40 mg/dl. The customer was passed out on floor and had seizure. The customer treated low blood glucose value with glucagon. After correcting with carbohydrates blood glucose went to 180 mg/dl. The customer did not go to emergency room. Customer was able to complete care link uploader and down load insulin pump. Customer was reported a sensor updating or sensor glucose value not available status or alert. Customer reported they did receive a calibration not accepted alert. Customer received change sensor. The insulin pump will not be returned for analysis.